Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information received, it was reported that went to use vapr coolpulse wand and noticed suction was blocked. Opened another device and same issue. Looks like gel/plastic in the suction tubing. This was identified prior to use. Three devices were received and evaluated. It was found inside the package the three labels of the electrodes. Two labels have the lot number: u2004090 and the other label u2001065; it was not possible to recognize which label belongs to each electrode. In the first electrode, the suction tube was cut, and it was identified that the suction tube have a blockage, which looks like a bubble in the tubing, which is hard plastic/gel. For the second electrode, visual inspection revealed signs of activation in the tip, it appeared to be discolored; also, the cable and connector showed no damage including the pins. In the third electrode, the suction tube was cut too, and it was identified that the suction tube have a blockage, which looks like a bubble in the tubing, which is hard plastic/gel. The vapr premiere 90 electrode -ea was evaluated by the supplier with the following results: three devices were returned as part of the complaint. None of the devices were returned in the original packaging. The cable and suction tube of two of the devices had been received cut and the location where the suction tube had been cut was by a visible blockage. The suction tube appears clear on the remaining device; these two of the devices (were in a used condition with tissue visible in and around the tip. The third device appears unused with no tissue visible around the tip and the cable still taped together. The electrical and functional test were not performed due to damage in the cable. The summary of the supplier is: the customer claim that the device suction was blocked was substantiated. All three returned devices were found to be blocked by uv glue. The blockage was visible in the suction tube on two devices, which was noted by the customer. The blockage on the third device was within the active suction tube; to confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the device and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the proximal end of the active suction tube and was caused by uv glue. Uncured uv glue was visible from the beginning of the active suction tube. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure is being conducted under CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A DHR review has been performed for the complaint device lot number su2004090 & u2001065; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the product ra & DHR no correction action is recommended. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the suction on the vapr coolpulse90 electrode device was blocked. There was a ten minute delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.